Event description:
It was reported that the patient underwent posterior l5-s1 interbody fusion with pedicle screws, rods and cage. Somatosensory evoked potentials were utilized throughout the procedure. Per op notes, ¿¿with the placement of the rods at l5-s1 bilaterally, followed by placement of cross-links, there were no changes and with placement of bmp and morphine sulfate and closing responses were consistent with baseline values¿¿ at an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4).